Event description:
The customer reported the device went vent inop, pressure sensor error, while in use. No pt harm has been reported.

Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted once the investigation is complete.